Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
During surgical procedure to reposition the patient¿s leads, MFR. Report# 1627487-2017-08385 and MFR . Report #1 627487-2017-08386 on (B)(6) 2017, monopolar electrocautery was used. As such, a ¿cannot connect to generator message appeared and the ipg was confirmed inoperable. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced.